Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't fit into monitor and battery won't power on monitor) has been confirmed. As received, the battery was unable to power on a monitor. The battery connector was physically damaged, which prevented the battery from connecting to a monitor or battery charger. The root cause for the damaged connector was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A battery pack was returned to a us distributor and it was reported that the battery was unable to connect to a monitor or power on a monitor.